Event description:
The facility representative reported a flo-gard infusion pump which presented alarm f-2. It is unknown when, or in which care area, this event occurred. There was no information regarding patient involvement; however, patient injury or medical intervention was not reported to have occurred. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that presented alarm f-2 was confirmed by baxter service personnel. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-2 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be an out-of-calibration downstream occlusion sensor. Service recalibrated the occlusion sensor to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.